Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The reported event is addressed within the labeling as it states: warnings: do not block airflow to the product (e.g., blocking the vent hole, bedpan, barrier creams). Stop use if an allergic reaction occurs. Precautions: use with caution on users who are agitated, combative or uncooperative and might remove the product. Do not use barrier cream on the surfaces where the product will be placed. Barrier cream may reduce suction. Recommendations: check position of the product after repositioning the user. Users may transition (e.g., bed to chair), but the product should be removed if they are up and walking. Placement: have the user lie on their back with knees bent and thighs apart (frog legged) or on their side before placing the product. With their legs open, check the skin for irritation or breakdown, and clean the female anatomy. Note: if skin irritation or breakdown is seen, do not use the product. Spread the inner labia and keep them spread while placing the product. With white wicking material side facing the user, place the bottom end of the product between the buttocks, but not as far back as to cover the anus. Gently tuck white wicking material side between the inner labia, directly against the urethra (where the urine comes out). Note: make sure the urethra is at least one inch down from the top of the white wicking material. Make sure the inner labia wrap around the product and are not tucked under it. Once the product is in place, slowly close the legs and make sure the vent hole is not covered. See product diagram on page 1 for vent hole location. Note: for users with larger labia, less of the product will be visible. For users with smaller labia, more of the product will be visible." A DHR could not be performed since no lot number was provided. Based on the investigation results no additional action is required at this time. Corrections: b, d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said user error issues. Had to stop using pw because had uti and doctor said to not use system. I explained it's about placement of wick so she wouldn't experience leakage. Patient thinks it's a placement issue and needed to wear pads and underwear to catch leakage. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. It was unknown what medical intervention was provided for urinary tract infection. Per additional information received via email on 29dec2025, patient advised she was prescribed antibiotics for the uti. Patient believes she may have been overusing the wicks.

Event description:
It was reported that the patient said user error issues. Had to stop using pw bc had uti and dr said to not use system. I explained it's about placement of wick so she wouldn't experience leakage. Patient thinks it's a placement issue and needed to wear pads and underwear to catch leakage. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.